Manufacturer narrative:
The procedure was completed successfully utilizng another set of centra biopsy forceps without report of procedure delay. Four devices were returned to the supplier for further evaluation. The supplier reported that all the forceps worked as expected. The reported issue could not be duplicated. The instructions for use for the biopsy forceps states, "the whole device should be checked whether there is any damage (i.e., bend of connection part and inflexible opening and closing of forceps) before using this product. If the problem exists, please do not use. Do not force the distal end of the insertion portion against body cavity tissue. Doing so could cause patient injury, such as perforation, bleeding, or mucous membrane damage. " a steris clinical specialist conducted in-service training on the proper use of the centra biopsy forceps serrated needle. No additional issues have been reported.

Manufacturer narrative:
The device subject of the reported event is being returned for evaluation. Investigation in progress. A follow-up MDR will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their centra biopsy forceps had a "broken handle" and were "stiff." These issues resulted in reported "instances of the forceps tearing the mucosa."